Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result the reported phenomenon was attributed to the failure of the pressure sensor mounted on the main circuit board. The exact cause of the failure could not be conclusively determined. However, there was the possibility that the failure was attributed to an accidental failure at the time of use or abnormality that occurred in the board manufacturing process.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a urology procedure with the device, the insufflation pressure of the device decreased to zero. The device was connected the medical gas pipeline. The user replaced the device to another uhi (connected a co2 cylinder) to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.